Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's spo2 trunk cable.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No patient injury was reported.